Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient balance is off due to flipped axis astigmatism. The iol was exchanged for another lens model 14 days following the initial implant procedure. The clinical reason for explant mentioned as overcorrected astigmatism causing anisometropia. Additional information has been received from the physician, a patient iol calcs had 0.9 cyl, topography 1.4, and ora showed between 1.24 and 1.64, all between 85-95 degrees. The patient iol is at 95, but she has between 0.75 and 1.00 and they look in the phoropter at 170. Meaning the t3 surgeon put in completely flipped patient axis. Additional information has been received and surgeon has mentioned about the prognosis as dizziness due to flipped astigmatism corrected by changing the astigmatism by 90 degrees.